Event description:
It was reported there was a telemetry failure. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the programmer boots up with a system error. It was also noted that the programmer hinge plate had one loose screw. (B)(4): analysis found that the cable was out of specification, electrically.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Device analysis is in process; the results will be forwarded when available.